Manufacturer narrative:
Literature citation: meldrum r, lipscomb p. Compartment syndrome of the leg after less than 4 hours of elevation on a fracture table. South med j. 2002 feb;95(2):269-71. Pmid: 11846260.

Event description:
A 23-year-old man undergoing surgery in hemilithotomy position for the treatment of isolated right subtrochanteric femoral fracture on a jackson table experienced compartment syndrome after less than four hours of treatment. Reported in: meldrum r, lipscomb p. Compartment syndrome of the leg after less than 4 hours of elevation on a fracture table. South med j. 2002 feb;95(2):269-71. Pmid: 11846260. Https://pubmed.ncbi.nlm.nih.gov/11846260.

Manufacturer narrative:
Per the review and analysis of the historical data ((B)(4) past events) along with assessment of the case report, it was deemed that the compartment syndrome although a rare surgical complication, it mostly appears to be associated with patient habitus (high muscle mass, obesity, sex, age, blood loss etc.), positioning and duration during the surgical procedure. Due to above-mentioned factors, the root cause was determined to be inconclusive. Literatue citation: meldrum r, lipscomb p. Compartment syndrome of the leg after less than 4 hours of elevation on a fracture table. South med j. 2002 feb;95(2):269-71. Pmid: 11846260.

Event description:
A 23-year-old man undergoing surgery in hemilithotomy position for the treatment of isolated right subtrochanteric femoral fracture on a jackson table experienced compartment syndrome after less than four hours of treatment. Reported in: meldrum r, lipscomb p. Compartment syndrome of the leg after less than 4 hours of elevation on a fracture table. South med j. 2002 feb;95(2):269-71. Pmid: 11846260. Https://pubmed.ncbi.nlm.nih.gov/11846260/.